Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery status of 46% in (B)(6) 2021. The patient was non-compliant in attending their follow up appointments. During a recent follow up the device had a battery status of end of life (eol) which was declared in (B)(6) 2021. Immediate device replacement was recommended but the patient refused despite educating the patient on the risks. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery status of 46% in (B)(6) 2021. The patient was non-compliant in attending their follow up appointments. During a recent follow up the device had a battery status of end of life (eol) which was declared in (B)(6) 2021. Immediate device replacement was recommended but the patient refused despite educating the patient on the risks. The device remains implanted. New information received indicates that the device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.